Manufacturer narrative:
Additional information: b3, h6 information was received indicating that the event occurred during use and indicated event date.

Event description:
Information was received that a customer with a smiths medical cadd-legacy 1400 pump, informed psp that the patient has never received his morning dose (md) of duodopa because she has handled the pump incorrectly. The wife has only pressed the md button once instead of twice. On the (B)(6) 2019, she realized that she was handling the pump incorrectly when the patient accidentally pushed the button again in the afternoon and the md was administered. The patient became hyperkinetic so they had to turn off the pump for a couple of hours until everything was alright to continue the treatment. The patient previously increased the md dose from 9.0 ml to 11.0ml to 15.0 ml without effect. Psp helped the wife to unlock the pump and decrease the md to 9.0 ml again. No further adverse patient effects were reported.